Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 49 mg/dl (patient's meter) and 500 mg/dl (pharmacy meter). Two months ago, the patient's mother noticed unusually low readings of 60 mg/dl to 70 mg/dl. As a result, the patient's mother skipped insulin doses which led the patient to experience symptoms of hyperglycemia such as excessive thirst, frequent urination, sweating, and lethargy. The patient's mother is the regular caregiver who administers insulin and medication to the patient as part of the normal caregiving duties, not because of any adverse event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.